Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Just a small adjustment on this one - it was reported that the pump touch screen was intermittently unresponsive. The customer¿s blood glucose level ranged between 100 and 250mg/dl. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.